Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. The analysis results of the device found that it was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "would not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. Further evaluation found that one jaw ramp was broken. One possible cause for the damage found might be excessive loading due to forming a clip over another clip exceeding the structural capability of the jaws. In addition, one jaw was noted to be broken at bifurcation. Evidences of corrosion on the broken area were noted. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. Please note that the found condition of the jaws is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip became not to be fed into the jaw after several firings and the device could not be fired. Another device was used to complete the case. There were no adverse consequences for the patient.